Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd-solis was returned for investigation. The investigator noted that the device had a damaged lens. The tamper seal was also missing. The customer reported product problem was verified: the seal had bubbled up. This occurred because the seal had become loose. This investigator noted that this was a manufacturing issue as there was virtually no adhesive on the seal. The investigator subsequently replaced the seal.